Event description:
The complainant reports an under-delivery, longer timeframe to deliver all formula than intended timeframe, as per feeding rate. It was reported that the patient was to receive 300 ml of feeding over approximately 4.3 hours at 70 ml per hour. But instead, the patient received the feeding within 6-7 hours. The reporter also indicated that 8 feeding sets per month are being used; each feeding set used 3 times / day. The patient experienced vomiting and was admitted to the hospital due to the vomiting and other issues.

Manufacturer narrative:
Per instructions for use, it is recommended that the feeding sets be changed at least every 24 hours or as needed to prevent potential contamination issues. This event could be associated with use error (i.e. Prolonged use of the device beyond label instruction). A review of the lot history revealed that effects were not present on the samples inspected during manufacture or prior to the release of the product lot.